Manufacturer narrative:
The technician found the head section gas spring was bent. The technician replaced the gas spring to repair the stretcher.

Event description:
Information received indicates the head section will not lower.